Event description:
Customer reported that when she plugged her pump in, the pump would not work. She wiggled the power cord to get the pump to work. When she finished pumping, she removed the power cord from the outlet to find that the transformer was very, very hot and the casing was melted. She indicated that the pump worked fine with the battery and that she purchased the pump in (B)(6) 2010.

Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement power cord was sent to the customer. The customer indicated that, she no longer had the original power cord and, therefore, could not return it. As the original product is not yet available for evaluation/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an evaluation will be performed and a supplemental medwatch submitted at that time. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.